Event description:
It was reported: pt had complained of pain since having knee replacement by another surgeon 3 years ago. The tibial insert fixation screw was removed and the insert was found not to be locked in and therefore lifted off anteriorly from the baseplate. The patella appeared to have been placed too superiorly on both x-ray and visually. The surgeon felt the knee alignment was too valgus.